Manufacturer narrative:
Consumer rolled up the pad and left it plugged in and unattended, all of which are violations of the instructions and warnings provided. No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product.

Event description:
After using the heating pad, this consumer rolled up the pad and placed it on the floor. The pad was plugged in but he is unsure if it was in the "on" position or not. Two days later, when going to use the heating pad, he noticed it had melted to itself and the carpet. No injuries were reported with this incident.